Manufacturer narrative:
Suspect medical device: -- (B)(4): emg tube (B)(4) nim trivantage 7.0mm ID, lot 0211274320 manufactured: 05/16/2016 use before: 05/15/2020 -- (B)(4): emg tube (B)(4) nim trivantage 8.0mm ID, lot 0211049737 manufactured: 03/30/2016 use before: 03/29/2020. Product evaluation: -- one un-sealed sample, part number 8229737, from lot number 0211203093 received for analysis. When compared to the harness assembly drawing: visually, there was no damage or anomalies in the construction of the device which would have resulted in the reported event. The resistance of the electrodes from end to end shall be less than 200 ohms and the actual measurement of each circuit are as follows; red 8.6 ohms, red [w/white band] 10.3 ohms, blue 8.7 ohms, and blue [w/white band] 10.5 ohms. There was no out of specification condition and no shorts between circuits. When viewed under magnification, there were no noticeable cracks in the electrode contacts. Per specifications, a continuity test is performed just prior to final packaging. The electrode contacts / pads were aligned with the curvature of the tube. Manufacturing has been ruled out as a potential cause since no malfunction was identified as it relates to the complaint. The complaint was not confirmed for the alleged malfunction [connection issue]. -- one un-sealed sample, part number 8229707, from lot number 0211274320 received for analysis. When compared to the harness assembly drawing: visually, there was no damage or anomalies in the construction of the device which would have resulted in the reported event. The resistance of the electrodes from end to end shall be less than 200 ohms and the actual measurement of each circuit are as follows; red 7.6 ohms, red [w/white band] 9.0 ohms, blue 10.2 ohms, and blue [w/white band] 7.8 ohms. There was no out of specification condition and no shorts between circuits. When viewed under magnification, there were no noticeable cracks in the electrode contacts. Per specifications, a continuity test is performed just prior to final packaging. The electrode contacts / pads were aligned with the curvature of the tube. Manufacturing has been ruled out as a potential cause since no malfunction was identified as it relates to the complaint. The complaint was not confirmed for the alleged malfunction [connection issue]. -- one un-sealed sample, part number 8229708, from lot number 0211049737 received for analysis. When compared to the harness assembly drawing: visually, there was no damage or anomalies in the construction of the device which would have resulted in the reported event. The resistance of the electrodes from end to end shall be less than 200 ohms and the actual measurement of each circuit are as follows; red 9.6 ohms, red [w/white band] 15.7 ohms, blue 6.4 ohms, and blue [w/white band] 13.7 ohms. There was no out of specification condition and no shorts between circuits. When viewed under magnification, there were no noticeable cracks in the electrode contacts. Per specifications, a continuity test is performed just prior to final packaging. The electrode contacts / pads were aligned with the curvature of the tube. Manufacturing has been ruled out as a potential cause since no malfunction was identified as it relates to the complaint. The complaint was not confirmed for the alleged malfunction [connection issue].

Event description:
It was reported that after intubating the patient for a total thyroidectomy the nim monitor fluctuated between red and green on the electrode check screen. While troubleshooting the connection issue the patient was intubated 3 times with 2 separate size 7 emg tubes, and lastly with a size 8, with no resolution. They also tried 2 separate nim systems, with no resolution. There was no patient impact; however, the case was cancelled and was rescheduled for (B)(6) 2016. It has been confirmed that the case was rescheduled and performed on (B)(6) 2016, and was completed successfully; there was no patient impact. Additional information provided confirmed that during the first procedure no troubleshooting was done in regards to the setup of additional medical equipment in the room, such as the bed. For the rescheduled case the room was setup the same as for the first case, and the issue re-occurred. It was then noted that the control panel for the hospital bed was set next to the nim system. "When the bed controller was moved away from the nim interface everything went back to normal. Also the doctor uses an anesthesia tree even though it was discussed that it could be causing the problem."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.